Event description:
It was reported that a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the root cause of the revision was the unspecified infection based on the report of previous revision for infection, noted intraoperative frank infection and development of symptomatic septic right hip following the cessation of the ongoing suppression antibiotics 10 days prior. Without the supporting lab/pathology results and/or further documentation the source of infection cannot be confirmed, although the surgeon reportedly did not fault the implants. The patient impact beyond the reported symptomatic septic right hip revision tha and probable resumption of suppression antibiotics cannot be determined. No further medical assessment can be rendered at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.